Event description:
Info rec'd indicates, the head section of the bed is going up on its own.

Manufacturer narrative:
The technician found the head up switch on the right foot control circuit board was stuck. He replaced the foot control circuit board to repair the bed.